Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable additional information: imdrf annex a, g, b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported free flow of an unspecified fluid after replacing pump mechanism and door assembly due to broken door and door harness was found that the platen assy was not installed (missing). Technical support recommended install platen assy to resolve the issue.

Event description:
It was reported that there was a free flow of an unspecified fluid after replacing pump mechanism and door assembly due to broken door and door harness. There was no patient involvement.

Event description:
It was reported that there was a free flow of an unspecified fluid after replacing pump mechanism and door assembly due to broken door and door harness. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.